Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. It was noted that the left ventricular lead was not capturing. Upon reviewing the lead via x-ray, it was confirmed that the lead had dislodged and backed into the coronary sinus. The lead was reprogrammed. On (B)(6) 2018, the lead was explanted and replaced. The patient was in stable condition throughout the whole procedure.